Manufacturer narrative:
Correction: this MDR has been confirmed to be a duplicate of MFR report # 2016493-2025-147858. Please review to MFR report # 2016493-2026-03544 for investigation results.

Event description:
It was reported that the device alarms and tried to identify syringe when no syringe is loaded. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device alarms and tried to identify syringe when no syringe is loaded which was not identified during the customer call. The tech support assisted biomed to run binary sensor task from asm and provided part numbers for 49000962 board assembly, flange detector sensor 147848-001 flag, leaf spring 147846-000 flag, barrel position. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device alarms and tried to identify syringe when no syringe is loaded. There was no patient involvement.